Event description:
Customer had intermittent issue for several assays and generated discrepant patient results. She repeated a 10.5% hba1c result when it differed from patient's previous results. Repeat hba1c results were 7.1% and 7.0%. This was a clinic patient and original result was not reported. Customer proceeded to repeat seven patient samples, two were discrepant. Initial creatinine result gave 1.95, repeated on another analyzer gave 0.97 mg/dl. The initial result was reported. Initial alt result, gave 26 u/l, repeated on another analyzer on (B) (6) 2010, gave 14 u/l. The initial result was reported. It is unknown if patients were adversely affected. Reagent lot numbers were: hba1c 154553-01 creatinine (B) (4) alt 619007-01 the field service representative found the sample probe was misadjusted and he adjusted the probe. He ran calibrations and qc, all were acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.